Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. No watchdog alarm/anomaly noted after battery install. No moisture damage on the motor noted. Unable to perform self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/a33 test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised to turn off the device for two hours and call back if the issue persisted. During a follow up call, the customer reported that the insulin pump's display was blank. Blood glucose level at the time of the incident was 86 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.